Event description:
It was reported that a flogard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was returned for evaluation. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. The alarm log review and power on self-test identified the f94 alarm. The cause of the alarm was an inoperative main battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.